Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ sex-related differences in proximal neck anatomy and their consequences in patients after evar: a matched cohort analysis¿.  J. Clin. Med. 2023, 12, 4929. Https://doi.org/10.3390/jcm12154929 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ sex-related differences in proximal neck anatomy and their consequences in patients after evar: a matched cohort analysis¿.  The time frame of this retrospective study over a nine year period.  A total of 160 patients were included, namely 120 male patients and 40 female patients. Endurant ii ,endurant iis,  talent and non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms on unknown dates.  The average aneurysm diameters ranged from 49.7mm ¿ 53.8mm. The mean follow-up duration was 25.6 months among the patient populations the following malfunctions occurred:  type ia endoleak,  among the patient populations the following adverse events occurred : cardiac complications, pulmonary complications, rupture, occlusion, ischemia, intervention patient mortality was reported but there is no causal link that a endurant or talent  stent graft caused or contributed to a death.  No further information was provided pertaining to medtronic products